Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with two 450cc mentor memorygel breast implants, suffered occasional hardness on the left breast and a right breast that was half the size, with the top half being a different size than the bottom. The patient described the left breast to be bigger and that the right has a strange appearance (flat and ugly). In addition, per the patient's own diagnosis, the right breast has a capsular contracture; baker grade iii and that the left breast was somewhere between baker grade I and ii. Lastly, the breasts were also described as uncomfortable, itched, left breast felt bloated in some mornings, and on occasion a sharp pain will shoot in the breast area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.